Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. Therefore, we consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer was hospitalized for lbgs. Prior to the event, the customer fell asleep and was not able to wake up. The programming and histories were accurate. It was indicated that the pump passed the leadscrew test and the reservoir was placed correctly. After troubleshooting the pump, it was conveyed that the pump is operating as designed. The daughter was advised to contact md to discuss possible cause of lbgs. In addition, the customer was contacted to confirm that he was home from the hospital and was okay.